Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) (B)(4) alleging his onetouch verio2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged issue began on (B)(6) 2016 at 1am when a blood glucose result of 93mg/dl was obtained using the subject device compared to a reading of 63mg/dl using a onetouch vita device, both measurements within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient manages his diabetes using insulin and self-adjusts his dose, and reportedly increased his food and/or drink consumption after the alleged issue began. The patient stated that he developed symptoms of hypoglycemia (shaky legs) immediately before the alleged issue began. The patient reportedly self-treated by consuming more sugar in response to the reported issue. At the time of troubleshooting the csr noted that an approved sample site was being used, however the patient's testing procedure was incorrect (the same drop of blood was applied to both meters) which invalidates the accuracy comparison. Replacement products were sent to the patient. This complaint is being reported because the patient claims to have obtained inaccurate readings on the subject meter which may have caused/contributed to the fact that the patient developed symptoms suggestive of serious injury. It cannot be said with absolute certainty that the alleged inaccurate subject meter results did not affect treatment options prior to symptoms developing.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips and meter have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing; the reported issue could not be confirmed. A secondary issue was also noted; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. The meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.